Event description:
Customer reports that the device will provide a result after applying blood and then before the strip is ejected, the device displays the countdown to provide a different result. Customer states that the device gave a result of 99 mg/dl when blood was applied and then either went blank or started counting over and provided a different result of 109 mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.